Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported that the patient lost coverage in painful areas. Impedance check confirmed high impedances and it was unable to program around. The patient's paddle was replaced on (B)(6) 2022. Customer discarded the device. The issue was resolved at the time of report.

Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial#: (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2022, product type: lead. Other relevant device(s) are: product ID: 39286-65, serial/lot #: (B)(4), ubd: 07-oct-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that they¿re getting an oor message on group b,c. This started on (B)(6) 2022. Rep went through the available programs with the patient to see if he could increase stimulation. Patient is able to use setting a but he thinks it¿s causing some rib/lower back pain so he doesn¿t like using it. The patient was seen on (B)(6) 2022 for reprogramming. Reported not being able to increase amplitude due to settings limits. Impedance check showed contact #3 as the only in range electrode on the left array of the lead. Was able to reprogram using that electrode. The patient reported on (B)(6) 2022 that they are having problems with the spinal cord stimulation. The patient confirmed that the main lead was replaced on (B)(6) 2022 and as of right now, they can only use one contact. The patient noted that their physician wants to go back in and replace the actual battery itself because there is some kind of impedance issue with the battery itself. The patient noted that on the replacement that took place on (B)(6) 2022, the battery was checked and everything was working okay. The patient noted that nobody knows what is going on.

Manufacturer narrative:
Continuation of d10: product ID 977c265 lot# serial# (B)(6), implanted: (B)(6) 2022, explanted: product type lead product ID 39286-65 lot# serial# (B)(6), implanted: (B)(6) 2012, explanted: (B)(6) 2022, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 977c265, serial# (B)(6), implanted: (B)(6) 2022, explanted: product type lead, product ID 39286-65, serial#(B)(6) , implanted: (B)(6) 2012, explanted: (B)(6) 2022, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Rep reported due to continued impedance issue the patient lost therapy again. On (B)(6) the paddle was replaced. Old paddle was discarded will not be returned for analysis. Patient weight unknown/not provided. Impedance issues have resolved post paddle replacement. This patient is scheduled for surgery this friday.

Event description:
Rep reported that the patient is currently receiving effective therapy. Surgical revision is scheduled for (B)(6) 2022. This information is confirmed.

Manufacturer narrative:
Concomitant medical products: product ID 977c265 serial# (B)(6) implanted: (B)(6) 2022 product type lead product ID 39286-65 serial# (B)(6) implanted: (B)(6) 2012 explanted: (B)(6) 2022 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.